Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the station keyboard was functioning properly. The fse opened the panel and removed all-in-one (aio) unit to verify that all cables were securely seated on the docking board. No issues were found, and all keyboard keys were tested and confirmed to be working correctly. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es w2orpa05 entire keyboard was malfunctioning. The customer attempted a reboot, but the issue was not resolved. The user stated that the keyboard does not appear to be communicating with the station. As a temporary workaround, medications were being sent from the pharmacy, and another pyxis machine was being used when medications were needed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.